Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.